Event description:
It was reported that inserting cartridges required more effort than usual. There was no adverse impact to the customer's blood glucose level. No follow-up was conducted as it was declined, and no further action was deemed necessary. The event date was not provided, so the reported date was used as the event date.